Event description:
The following has been reported: customer reporting an e22 on this device. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical errors 22 were found which confirms the reported event. "The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during both external and internal check. The reported event could not be reproduced. Optical switch was replaced as a measure of precaution and sent back to brézins for further investigation. The flex opto motor rotation was investigated but the reported event could not be reproduced, the part is functional. Therefore, the root cause of the reported event remains unknown and could be linked to another part that can only be tested with its associated device. Although the reported event coud not be reproduced the complaint description was confirmed by error 22 found in the log review. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.